Manufacturer narrative:
A batch record review for lot file for b343 was performed. There were no nonconformances associated with this event type for this lot. This lot met all release requirements. A review of complaints received for lot b343 was performed. There were two other drive tube leaks reported to date for this lot. No trends detected. Service order (B)(4): field engineer cleaned inside centrifuge and proactively replaced leak strip and verified new leak strip is responding as expected. All service actions and paperworks have been verified by. No error codes posting. Repairs have returned this instrument to expected operation. This assessment is based on the info available at the time of the investigation. Analysis of the photos and smart card data was performed. The root cause of this failure is the delamination of the bowl end bearing stop caused by gasses building up opposite of the bearing stop gate. (B)(4) has been opened at (B)(4) to investigate and track implementation of tightened process controls and verify effectiveness. (B)(4) were opened to investigate and track the mitigation of gas build up within the bearing stop on the opposite side of the gate. No further analysis will be performed or corrective action taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer is reporting a drive tube leak. Name and function of complainant: same as reporter. Customer called to report a driver tube leak during treatment procedure at 1021 ml whole blood processed. Customer stated the bearings were in the clips and the blood seemed to have leaked from the middle of the drive tube. Customer aborted the treatment procedure and did not return any blood or products to the pt. Cts asked if pt was alright, customer stated yes pt was doing well. Cts asked if there were any alarms prior to drive tube break, customer stated no there were no other alarms. Service order# (B)(4) was dispatched to inspect the instrument. Customer submitted photos and returned smart card for investigation.